Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of an exaset infusion pump solution set was damaged. The damaged packaging was discovered at the customer warehouse prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph of the sample and ten (10) retention samples were provided for evaluation. The returned photograph was reviewed, and it was noted that there was an opening in the center of the primary packaging. The retention samples were visually inspected, and no defects were identified. The reported condition was verified in the returned photograph review. The cause of the reported condition could not be determined; however, the cause of mostly likely an issue with the assortment, shipment, and distribution of the product. This issue is not likely to cause or contribute to a death or serious injury as the fluid path to the patient was not impacted and remained sterile. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.